Event description:
A customer reported receiving high readings on his freestyle freedom blood glucose meter, but experiencing symptoms of low blood glucose. The customer reported feeling dizzy, sweaty and having difficulty to speak. The paramedics were called and the customer was reportedly treated with intravenous glucose. The customer was reportedly transported to the hospital where he was kept under observation and then released without further treatment. There was no report of medical diagnosis for severe hypoglycemia. The customer also reported receiving a reading of 495 mg/dl on his meter and thought the reading was higher than he was actually feeling. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned. Note: when the customer reportedly received the reading of 495 mg/dl, it is unclear if the customer washed his hands prior to performing the blood glucose test. On the adc customer service survey, the customer reportedly answered he did not know if he washed his hands prior to testing.